Event description:
Reporter indicated that vns pt experienced a grand mal seizure that resulted in hospitalization. It was reported that the pt experienced grand mal seizures pre-vns implant, but that their recent seizure was more violet and had a longer postictal period. Pre-vns, the pt's grand mal postictal period would be 20-30 minutes. With the recent grand mal seizure, the postictal period was 12 hours. Medications were reportedly increased during the pt's hosp stay. The pt is scheduled for follow-up with their neurologist.